Manufacturer narrative:
The report event of premature battery depletion was confirmed. The device was analyzed in the lab and premature battery depletion was confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was stable.